Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. Moreover, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that almost 3 months after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type iii, immediate implant procedure was performed and bone graft was executed. The dentist also reported that the perforation of the sinus membrane has occurred during surgery and trauma over the implant has happened.